Manufacturer narrative:
PMA/510(k) # k180868 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported: physician tried to insert an enbd into the cbd, but the tip was kinked due to stricture. So, the physician used another enbd 5fr. To finish the procedure. Patient/event info - notes: 1. Was the device flushed before use? Yes 2. What was flushed through the device (water, saline, contrast, etc.)? Saline 3. Details of the wire guide used (diameter, type, make)? Acrobat2 straight type g/w 0.035" & 450cm 4. What was the target location in the body for use of this device? Cbd 5. Was the patient's anatomy tortuous? No 6. What is the endoscope manufacturer and model number that was used during the procedure? Olympus tjf-260v 7. Was resistance encountered when advancing the wire guide into position? Yes 8. Was resistance encountered when advancing the drainage catheter into position? Yes 9. Was a drainage catheter loop placed in the descending position of the duodenum? No 10. After placement, was drainage catheter position verified? N/a 11. Please estimate amount of time the drainage catheter was in place prior to this occurrence. Unknown 12. Did any section of the device detach inside the endoscope or patient? No

Event description:
A supplemental report is being submitted due to completion of the investigation on 12 jun 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all enbd-5-liguory-rt devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0099) states the following: ¿care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ there is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0099). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking of the pigtail curl as the device was straightened with the pigtail straightener. As per information in the patient/event notes it was confirmed that there was resistance encountered when advancing the wireguide and drainage catheter into position, which would correspond with a kink on the device and the subsequent inability to advance the wireguide. Additionally, it was stated the patient anatomy was not tortuous which supports the possibility that the kink occurred during the straightening process rather than being caused by a stricture within the patient which engineering concurred with. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the tip was kinked due to stricture. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking of the pigtail curl as the device was straightened with the pigtail straightener. As per information in the patient/event notes it was confirmed that there was resistance encountered when advancing the wireguide and drainage catheter into position, which would correspond with a kink on the device and the subsequent inability to advance the wireguide. Additionally, it was stated the patient anatomy was not tortuous which supports the possibility that the kink occurred during the straightening process rather than being caused by a stricture within the patient which engineering concurred with.